Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with as dialysis catheter. The customer states that the catheter has a cut at the hub. The catheter was pulled and replaced removed from patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.